Manufacturer narrative:
Follow-up #1: date of submission: 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: there was evidence of moisture corrosion observed behind the display lens. The pump failed a leak test due to a display lens leak. Moisture corrosion was found on the printed circuit board and other internal components of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that there was moisture ingress behind the pump¿s display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.